Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3: the device was initially reported as returning for analysis but has now been reported as not returning.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 5f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, resistance was felt while attempting to remove the device then the sheath separated from the guide. The vessel was incised and the puncture site enlarged to remove the device. Use of the proglide device was aborted. Hemostasis was achieved with a patch. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.